Event description:
It was reported that the pt experienced intermittent mental status changes for three days in 2005. A CT scan was ordered and the results were negative. The pt also experienced hypotension. The pt was discharged. The next morning it was reported that the pt was not talking, was uncoordinated, and had weakness of extremities. The pt was taken to the ER and admitted. The pt was discharged in stable condition four days later. No additional info is available.